Event description:
It was reported that the ilet user experienced hyperglycemia after forgetting to announce a meal, with blood glucose rising to 340 mg/dl before decreasing to 297 mg/dl during the call. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.